Manufacturer narrative:
Additional narrative: device manufacturing / investigation summary: received 1 article of applicator outer shaft for manufacturing investigation. A function test with the applicator outer shaft 03.812.001 was performed together with the counterparts of this complaint; the applicator inner shaft 03.812.003 lot 7915848 and the applicator knob 03.812.004 lot 9082945. Additionally, all parts of the complaint were tested in combination with our special gages the applicator inner shaft 03.812.003 (special gage (B)(4)) and the applicator knob 03.812.004 (special gage (B)(4)). The result of the functional tests showed that the instrument is working entirely in accordance to work/test instructions and design specifications. Therefore it cannot be confirmed that the instrument cannot be removed from the implant as mentioned in the complaint description. It is assumed that a mishandling of the opening/release feature was the reason for the malfunction. No manufacturing related issue was identified and/or confirmed, therefore, review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: september 25, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instrument could not be removed from the implant following the application of the cage during a surgical procedure on (B)(6) 2015. The cage (with the attached instrument) was removed for dismantling. The same cage was then applied with the pusher. A dura injury was addressed via sutures. A surgical prolongation of sixty (60) minutes was noted. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.